Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle did not fully retract and a dirty needle stick injury occurred. The following information was provided by the initial reporter: material# 382523. Batch# 1214219. Needle did not fully retract on 22g 1¿ iag-bc resulting in needle-stick injury for rn.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle did not fully retract and a dirty needle stick injury occurred. The following information was provided by the initial reporter: material# 382523 batch# 1214219. Needle did not fully retract on 22g 1¿ iag-bc resulting in needle-stick injury for rn.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a view of the top web (label) of a unit package from product 22ga bd insyte autoguard blood control IV catheter unit, reference number 382523, lot number 1214219. There is no view of the IV device in the photo the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.